Event description:
It was reported that the tip was broken when driving in into pedicle. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. It is not possible to investigate the exact way the damage was caused afterwards without any further details. No product error could be found.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Upon further review this complaint the reportability has changed from reportable malfunction to serious injury due to documentation indicating that "medical/surgical intervention was needed.